Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the rim of the reservoir compartment as damaged. The customer stated that the pump has not been dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.